Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas touchscreen was unresponsive on the fill drops page when selecting ¿yes,¿ while ¿no¿ remained selectable, and functionality resumed after a pump restart via the ilet app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with an unresponsive key/button behavior on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. Blood glucose was not affected.